Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted: the trocar balloon, obturator, locking collar, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the balloon could not be inflated due to a cut in the seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the procedure the balloon leaked gas/air. The device is expected to be returned for evaluation.